Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed error messages. When the patient removed the cassette from the cycler, the cassette was damp. The patient's nurse stated that the patient received a new cycler and was completing treatments. No patient adverse effects were experienced and no medical intervention was required.

Manufacturer narrative:
Sample has not been returned to the manufacturer. A supplemental report will be submitted is the device is received.

Event description:
A peritoneal dialysis patient reported that the cycler displayed error messages. When the patient removed the cassette from the cycler, the cassette was damp. The patient's nurse stated that the patient received a new cycler and was completing treatments. No patient adverse effects were experienced and no medical intervention was required.